Event description:
It was reported that the pump touch screen was unresponsive and the insulin gauge was inaccurate. The customer reverted to an alternate method in insulin therapy. The customer¿s blood glucose level was 455 mg/dl. The customer required assistance and went to the emergency room and subsequently hospitalized due to bg level. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital (B)(6) 2024 with issue resolved.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.